Manufacturer narrative:
Device passed the functional test, including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08710 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident. The customer was treated with insulin shots. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer alleging possible insulin pump under delivery. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. The customer stated that they performed displacement test and they were able to passed the test. The customer also stated that they performed the high pressure test but they were not able to passed the test. The insulin pump will be and reservoir will not be returned for analysis.